Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.